Manufacturer narrative:
The impella device was returned for evaluation. Upon visual inspection, there was a piston-cylinder leak. No other damage was found to the pump.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.0 for mechanical circulatory support. During support, the device exhibited high purge pressure and the physician decided to explant the device, it was reported that the patient was stable and survived explant.